Event description:
It was intended to pre-dilate a severe calcified lesion (stenosis degree 90 percent) of the lad with a competitors balloon but the balloon ruptured. Then a pantera leo balloon was used but also ruptured at 20 atm during inflation.

Manufacturer narrative:
The complaint instrument was returned partially inflated with contrast medium residue. The inflation lumen was clogged and despite immersion in decontamination liquid under a pressure of 18atm for 120 hours it was not possible to dissolve the residue. The inflation lumen remained clogged with dried contrast medium and blood residue. The balloon was inspected under the microscope for surface damage. The investigation revealed scratch marks at the proximal half of the balloon. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. However, due to the conditions the device was returned for analysis, the final root cause for the reported event could not be determined.